Event description:
The customer reported generation of false high glucose (glu) patient results on the au5800 clinical chemistry analyzer. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided example for six (6) patients and did not provide patient demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and noted the degasser and wash syringe were leaking. The fse replaced the degasser tube and wash syringe to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is (B)(6). Beckman coulter internal identifier is case (B)(4).